Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window. (B)(4)

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported damage to the insulin pump. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 99 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.